Manufacturer narrative:
The deltamaxx (cdx180520-30, lot c30772) will not be returned, therefore the root cause of the coils resistance during insertion and the coil eventually becoming unraveled cannot be determined. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The contact at the hospital reported that during the transvenous embolization of the dural arteriovenous fistula (davf) at the transverse sinuses the deltamaxx coil (cdx180520-30 / c30772) experienced resistance through the microcatheter and stretched. The patient was a male of unknown dob, whose vessels were neither torturous nor calcified. An excelsior sl-10 (stryker) was used for this procedure. It was reported that the physician experienced a resistance during the insertion of the complaint deltamaxx. Despite the friction, the physician tried to continue the insertion by advancing the dpu forcibly. However, the microcoil got unraveled. It was safely removed together with the microcather, and they were replaced with new devices. The procedure was successfully completed without further issues or delay. There were no patient injury/complications. The physician inferred that the friction occurred due to the fact the constant flush had not been maintained at all times. There was no delay to the procedure as a result of the issue. There were no other damages. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU. No visible damage was noted on the product prior to the event. There was no resistance between the guidewire and the microcatheter when accessing the target site. The microcatheter was not repositioned. The complained product has already been disposed. No further information is available.